Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from august 12, 2020 to august 13, 2020. H10: the device was received containing 120 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was subsequently performed by manually filling the bladder with green colored water and no evidence of leak was observed. The sample was being monitored until the next day and no signs of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date, further described as "recently". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution from a small volume folfusor "splashed out" after filling. There was no patient involvement. No additional information is available.